Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 418 mg/dl. The customer¿s current blood glucose was 315 mg/dl. The customer declined troubleshoot for high blood glucose. The customer also reported failed battery alert and partial display. The customer stated that hey received failed battery alert after putting battery. The product was returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no failed battery test, missing segments or partial display and blank display noted. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.